Event description:
Our rep is reporting that during a shoulder repair, a portion of the distal tip of an expressew needle broke off into the patient's joint space and remains therein. Completed the case successfully without further incident or harm to the patient using another same device.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. No lot number was supplied which precludes conducting a batch history review. We cannot conclude as to what may have caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of this hypothesis no conclusions can be drawn. At this time point in time, no further action is necessary, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.